Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they got critical pump error was displayed on screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The product will be return for the analysis.

Manufacturer narrative:
Pump was received with critical pump error during testing. Unable to determine the root cause, problem isolated to motor force sensor.